Event description:
The customer observed erratic results involving the alinity c processing module for multiple samples. Sid (B)(6). Na initial result = 187, I-stat result = 140. Sid (B)(6). Cl initial result = 60, I-stat result = 103. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.completed information for section a1 patient identification: (B)(6).

Manufacturer narrative:
The field service representative inspected the alinity c processing module and found bubbles in the1ml syringe and replaced the part. Part replacement resolved the issue and was verified by successful qc runs. The 1ml syringe was determined to be the likely cause. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the 1ml syringe did not identify any trends. A review of the scorecard identified no similar issues related to the alinity system, likely cause parts, or discrepant results as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the alinity c processing module for (B)(6) was identified. All available patient information was included. Additional patient details are not available.